Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was not properly delivering insulin. The patient's blood glucose at the time of incident was 26 mmol/l. The customer performed all of the insulin pump tests prior to the call and the tests passed. The caller was told to check the drive support cap but the caller was unable to; the customer was at school and unavailable at the time of call. The insulin pump will be returned for analysis and the customer will receive a replacement insulin pump.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Tre insulin pump was program multiple bolus deliveries, boluses were delivered and properly recorded in bolus history and daily totals. No delivery anomaly was noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.